Event description:
A physician reported a pt with a history of multiple collagen treatments. On 6 august 1998, the pt was treated on the glabella, upper and lower vermilion borders. There was no chart notation of dramatic color change or blanching at the time of the treatment. On 13 august 1998, the pt was presented with tissue sloughing at the glabellar treatment site. The exact date of symptom onset was not known. The physician diagnosed a necrosis, trimmed the necrotic skin and prescribed an antibiotic ointment. On 18 august 1998, the pt presented with white "pus" draining from the necrotic wound. The pt complained of pain at the site, but was afebrile. The physician treated the pt wiht 20 mw of helium neon laser - 4 j/cm to the glabella - 6 mins. On 21 august 1998, the pt was examined and the wound was clean and healing. The pt was treated with the helium neon laser at 4j/cm x 2. On 25 august 1998, the pt was examined; the physician noted the wound was smaller, and the pt denied any pain. The pt was treated with the helium neon laser at 4j/cm x 1. On 28 august 1998, the pt was re-examined and the physician noted at 12 x 9 mm healed "pink" scar at the glabella. The pt was treated wiht the helium neon laser at 4j/cm x 2. On 4 sept 1998, the physician phoned the pt who stated she was "much improved". The physician suggested the pt could use cover up makeup and skin colored tape to the glabella area, if desired. The physician believed this is a definite necrosis due to the collagen. No further medical or surgical intervention was planned or prescribed.